Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump time was incorrect. Reportedly, the pump displayed am instead of pm. The customer successfully changed the time. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred. A new cartridge was successfully loaded to address the event. Blood glucose ranged from 185-195 mg/dl.